Event description:
G-tube was inserted on (B)(6) 2010. On (B)(6) 2010, g-tube's balloon was deflated and was fallen out. The pt's physician had replaced again the same g-tube to the pt on (B)(6) 2010. G-tube's balloon was deflated and was fallen out again on (B)(6) 2010. The pt had stopped feeding via g-tube and feeding pump on (B)(6)2010, had started i.v feeding with unk product.

Manufacturer narrative:
(B)(4). The device reported, list number m190, is an abbott product that is marketed internationally which is the same or similar to a device, list number 51364, that is marketed domestically. The following info pertaining to the inflation of the balloon was not provided. Type of syringe (luer lok or luer tip), solution (water or air), and volume instilled. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.